Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the air water-cylinder(tube), air water tube, j-tube had white foreign objects was cause not determined and for light guide lens had corrosion was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service team indicates that air water-cylinder(tube), air water tube, j-tube had white foreign objects and light guide lens had corrosion. There was no patient involvement.